Event description:
The customer reported via phone call that she had a weak battery alarm. Customer stated that she changed her batteries last saturday and this morning it had 2 bars. Customer stated that it then showed no power. Customer stated that she always uses (B)(4) and feels that they last longer than (B)(4) batteries. Customer stated that she did not receive a low battery alert prior to the off no power alarm. Customer stated that it is hot and she keeps the pump on her pajama bottoms. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected bad battery alarms, off no power alarms or weak battery alarms noted during our testing. The insulin pump passed displacement test and off no power test. The operating currents were within specification. The insulin pump was received with corroded battery cap contact noted. The insulin pump has cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.